Manufacturer narrative:
No information pertaining to the removal tool was provided. An evaluation of the reported devices cannot be performed as the device were not returned. Additional information has been requested and if it becomes available then it will be submitted in a supplemental report.

Event description:
The trident ceramic line could not be fully seated into trident shell. After two attempts at fully seating the liner, the removal tool was broken and liner remains in situ. The liner left in situ despite sitting proud by approximately 1mm. There were no procedural delays or medical interventions.